Event description:
It was reported that during use with bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was a low draw. Patient was redrawn. The following information was provided by the initial reporter, translated from chinese to english: in 2023, after the medical staff of the blood transfusion department connect the blood collection needle to the patient's negative pressure blood collection tube, they will stop blood collection after only a small amount of blood is taken, and the blood collection will be successful only after the blood collection tube is replaced.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3: see h.10.